Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle fell off from the strand. When the nurse has opened the package this has already been happened.